Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia with blood glucose reaching 400 mg/dl for approximately 2¿3 hours after a cartridge change while using a steel cannula infusion set with 23-inch tubing; tubing patency was confirmed by visible drops, a fingerstick reading was 342 mg/dl, and the glucose level later trended down. Symptoms included elevated blood glucose without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no hospitalization, no ketone testing, and no use of backup therapy. Investigation included telephone troubleshooting and user education, including verification of infusion line flow and monitoring for glucose improvement. Investigation of this case revealed no device alerts or alarms and no confirmed device malfunction, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.